Manufacturer narrative:
Customer's strips were returned for evaluation. One strip was 199mg/dl high out of spec with control. Using blood, the readings averaged 141mg/dl high out of spec. Retention reagent gave satisfactory performance.

Event description:
The customer received a blood glucose reading of 554mg/dl on the contour next link meter, re-tested on a different meter and the reading was 220mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. Customer also stated based on his meter reading, he received insulin from his pump accordingly and passed out. The rescue squad gave him dextrose IV. He was not taken to the hospital. The customer returned the test strips for evaluation. Replacement test strips were sent to him.